Manufacturer narrative:
Device was not returned for evaluation. Evaluation was not possible, as the device is not being returned . Review of the device history records were performed which confirmed no inconsistencies. Due to the device not being returned a root cause could not be determined. No further investigation is necessary at this time. (B)(4).

Event description:
It was reported during a rotator cuff repair that the acromionizer burr was shedding while in use. The shedding particulate was removed via suction on the shaver blade. There was no specified time delay reported for this event.